Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee replacement surgical procedure, it was discovered that the battery oscillator device had missing teeth. It was also reported that none of the teeth had fallen into the patient and all pieces were retrieved. It was reported that x-rays of the patient were taken to make sure that nothing was left behind as this was a standard practice for all procedures. There was a three minute delay to the planned surgical procedure. A spare device was available for use to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to have missing pins on the oscillating head. It was also noted that there was unknown liquid substance found on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization and maintenance procedures not followed per the directions for use and improper care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate